Event description:
Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported right side device rupture, "swelling in the right armpit", "at least one large, conspicuous lymph node in the right axilla", "silicone leakage", and "lymph nodes siliconomes" diagnosed by ultrasound. Histological test performed. Device remains implanted.

Event description:
Patient reported right side device rupture, "swelling in the right armpit", "at least one large, conspicuous lymph node in the right axilla", "silicone leakage", and "lymph nodes siliconomes" diagnosed by ultrasound. Histological test performed. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, granuloma, silicone migration, lymphadenopathy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification). Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side device rupture. Ultrasound imaging observed "swelling in the right armpit", "at least one large, conspicuous lymph node in the right axilla", "device rupture with silicone leakage and lymph nodes siliconomes". Palpation observed "rough capsule". Histological test performed. Medical report noted "a small seroma". Healthcare professional later reported "capsular contracture baker grade "4". Device has been explanted.

Manufacturer narrative:
The events of "capsular contracture" and ¿ seroma-late ¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported right side device rupture. Ultrasound imaging observed "swelling in the right armpit", "at least one large, conspicuous lymph node in the right axilla", "device rupture with silicone leakage and lymph nodes siliconomes". Palpation observed "rough capsule". Histological test performed. Medical report noted "a small seroma". Healthcare professional later reported "capsular contracture baker grade "4". The device remains implanted.